Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop as exhibited by diagnostic code 1012 (air valve liftoff failure). No patient involvement / harm.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem with the observance of (B)(4) during the power-on self-test (post). The manufacturer's field service engineer replaced the blower assembly to address and correct this reported event. The device then successfully passed performance specification testing after the repair was completed, and the ventilator was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.